Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-00360. During investigation it was confirmed by the investigator that the product is not a zimvie product but is manufactured by a third party and therefore the whole event is deemed not reportable by zimvie. The following sections are being reported: h3: device evaluated by manufacturer is corrected. No further medwatch reports will be submitted for this event.

Event description:
During investigation it was confirmed that the product is not a zimvie product but a third party product.

Event description:
It was reported that abutment for site 28 fractured. Implant was not affected. Product was placed back in 2000. No patient impact.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimmer biomet complaint. Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.